Manufacturer narrative:
Concomitant medical products: angiocath; curos caps; 10 ml syringe, therapy date (B)(6) 2017. Gtin number for item: (B)(4), lot: 17016550 is 10885403237126. The customer¿s report that the set popped off from its distal end to a mating component was not confirmed. Visual inspection of the set noted no obvious physical damages or issues. Functional and pressure testing resulted in no disconnection, leak, or any issues observed. The root cause was not identified.

Event description:
The customer reported that when adding fluids (lr, pitocin, magnesium) or flushes the bifuse popped off from the angiocath resulting in blood leaking. There was no report of patient harm.